Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital with symptoms of discomfort. The physician noticed on the echocardiogram that the pacemaker was pacing in unipolar mode, and the patient had no intrinsic beat. Upon programmer interrogation, it was confirmed that the pacemaker had been operating in safety mode. Remote monitoring data confirmed the device had entered safety mode approximately 3 weeks earlier. The patient was admitted to the hospital the next day. The day after the patient was admitted to the hospital, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital with symptoms of discomfort. The physician noticed on the echocardiogram that the pacemaker was pacing in unipolar mode, and the patient had no intrinsic beat. Upon programmer interrogation, it was confirmed that the pacemaker had been operating in safety mode. Remote monitoring data confirmed the device had entered safety mode approximately 3 weeks earlier. The patient was admitted to the hospital the next day. The day after the patient was admitted to the hospital, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.